Manufacturer narrative:
Inspection of the device was conducted by permobil representative and service provider. End-user reported while using independent repositioning mode (irm) the seat functions continued to operate without them manually operating. Device is equipped with a switch set on momentary, to when released all functions would stop. Testing was conducted and the switch was found to be operating as per design, with the seat functions stopping when switch was released. It was however found that the power articulation actuator for the footplates was not operational. This function is to allow the footplates to be lowered when elevating the leg rest assembly. If the footplates are kept in a static position during elevation, the end-users' lower legs would raise, bending at the knee. As the end-user had a knee block installed when the leg rest assembly was being elevated, with the failure of the power articulation actuator not lowering the footplates, the end-users' legs were put into a bind against the knee block, resulting in bi-lateral fractures to their legs. Reports indicate the end-user did not make this event known to permobil nor service provider until during an evaluation for a new device. The end-user and service provider have opted to have the device replaced rather than repair due to device having exceeded life expectancy. No physical damages were noted on the suspect actuator, and permobil is unable to reach a determination as to probable cause for the actuator failure without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Reports while end user was using the  independent repositioning mode (irm) while having the knee block assembly in place. Claims the leg elevation feature continued to operate, which reportedly applied excessive pressure to the end-user's lower legs which reportedly resulted in an injury requiring medical intervention to address.